Manufacturer narrative:
D.6a and d.6b are updated radiograhic image review results: lateral x-ray prep l5 has defect product. Post operative x-ray ap/lateral view sp l5-s1, tl1r. Hardware were appear intact. Pre operative x-ray labeled flexion. Post operative xray - l5-s1 fusion- no interbody graft is present. One of the s1 screws shows of the screw shaft and tulip. Ap/lateral xray - on the right side the tulips appear separated from both l5 and s1. Lateral xray - l5-s1 fusion construct- interbody graft at l5-s1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-operative diagnosis for this procedure was 1st diagnosis: spondylolisthesis in l5-s1. 2nd diagnosis: spondylodiscitis in l5-s1. 3rd diagnosis: implant failure of l5-s1. First surgery was mast transforaminal lumbar interbody fusion (tlif). Second surgery was open surgery of lumbar region (re-exploration of lumbar spine and debridement and bone grafting). Third surgery type was open surgery of lumbar region (revision fixation). Levels implanted: in first and second surgery single level implanted. However, in third surgery double levels implanted. It was reported that the screws were broken. On follow up after 1 and half month of first surgery (mast tlif), patient was diagnosed with spondylodiscitis. Therefore second surgery was performed. Patient had severe lower back pain. There were no other patient symptoms reported. There were no further complications reported regarding the event.